Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer received a questionable low calcium gen.2 result for one patient and a questionable low gluc3 glucose hk gen.3 result for one other patient sample. Of the data provided, only the glucose results were a reportable malfunction. The initial result was 19 mg/dl and was not reported outside of the laboratory. The same sample was repeated and the result was 83 mg/dl. Another sample tube from the patient was tested and the result was 84 mg/dl. The patient was not adversely affected. The reagent lot number was 30265201 with an expiration date of 31-mar-2019. The field service representative found a rinse nozzle was misadjusted and was overfilling the cells and spilling onto the top of the cuvettes. He readjusted the rinse fill levels and determined the system was operating per specifications. The customer ran qc which passed. Follow up with the customer confirmed they had no further issues. The investigation determined the service actions resolved the issue.